Manufacturer narrative:
Additional information received from the distributor on july 4, 2019 have revealed that the initially reported complaint, which occurred in a site outside the united states and was related to the malfunction of a x-suit nir device was miss-identified. Investigation findings indicated that the complaint reported, was in fact associated to the x-suit nir covered device and not to x-suit nir as initially reported. The x-suit nir covered is not cleared by the FDA and therefore not distributed in the united states - medinol does not consider both devices as similar. Hence, the event should not be reported to us health authorities. There was no injury to the patient. The condition of the patient is ok.

Manufacturer narrative:
Following the case initiation, several attempts were made to obtain additional information. Despite our efforts, the attempts were unsuccessful and no additional information achieved.

Event description:
According to the initial case report form received on may 16, 2019: this complaint was initiated using interim model name (uncovered type) since the product name is unknown. The event happened out of us in the radiography, the customer found that the stent of x-suit nir was broken. No additional information about the complaint is available at this time. There wasn't any injury to patient. The condition of the patient is ok.